Manufacturer narrative:
Correct lot number and device manufacturer date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement open spine clamp shipped (B)(4) 2013. Medtronic investigation of returned suspect device finds the head of the adjustment screw has been rounded. There are also tool marks on and around the head of the screw and on the adjustable jaw. There is much physical damage to the instrument. The physical damage, rounded head/damaged screw, are the root cause of the reported issue.

Event description:
A site representative, purchasing, reported a stripped spine screw on an open spine clamp. There was no patient present.